Manufacturer narrative:
The lens was not returned. The lens carton was returned with the empty lens case and additional label set inside. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified handpiece. The viscoelastic used was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. The lens was not in the returned carton for evaluation. A determination cannot be made without physical evaluation of the sample. It cannot be determined if the reported "spots" were damage or foreign material. A non-qualified handpiece was indicated. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that during intraocular lens (iol) implantation surgery, black specs were noticed on the lens after implantation in right eye. The lens was removed in an initial procedure. There was no patient harm.